Manufacturer narrative:
The complaint of leakage could not be confirmed on the returned 142560488 primary plum set. There was no leaks observed anywhere along the fluid when leak tested. The product met product specifications. A device history review of lot 3864785 was performed and no discrepancies or non-conformances were found that would have contributed to the reported event.

Manufacturer narrative:
The sample was received on september 24, 2019. Testing and investigation is not complete.

Event description:
The event occurred on an unknown date. The customer reported leakage on the air vent of a plum set during use of 5fu. There was not reported harm.